Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient was the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that when the patient returning for follow up on an unknown date the aneurysm was seen to be enlarging but no clear endoleak was observed. An intervention procedure was carried out approximately six years post the index procedure where what appeared to be an endoleak was seen on the right wall of the proximal neck. An endurant ii cuff was implanted during the procedure. It was reported that after touch up was performed, even though the endoleak was not fully resolved, because it was decreasing, the procedure was completed and no further treatment was carried out. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.